Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue that reprocessing was being performed without replacing the disinfectant solution for a long period of time could not be determined, however, the issue was likely the result of the facility/user not thoroughly reading the IFU instructions. An olympus endoscopic support specialist (fse) was dispatched to the facility and provided the staff with additional support and training on the automated endoscope reprocessor operation. The event can be detected/prevented by following the instructions for use which state: oer-elite operation manual 7.4 mix lcg this function mixes the disinfectant solution to enable an accurate concentration check. Note if you attempt to perform the mrc check after a long time (maximum 5 days) since the previous use of the disinfectant, the touch screen may display the guidance for the request of the mix lcg. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor high level disinfectant had not been replaced within the 5 day parameter. The issue occurred during the reprocessing. There were no reports of patient harm.